Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine and bupivacaine (unknown concentrations and dose) in an implantable pump for spinal pain. The hcp thought the catheter may periodically kink. The patient would experience withdrawal symptoms once or twice a month, but the symptoms would resolve. There were no environmental/external/patient factors. A dye study (thoracic and lumbar myelogram on (B)(6) 2015) was performed and excellent flow was reported. The catheter entered the right posterior thecal sac at the lumber 2-3 vertebrae. No fibrosis, granuloma, or corrosion of the pump rotor was demonstrated. Print outs/logs did not indicate an issue. The cause of the issue was unknown. The patient would obtain a personal therapy manager (ptm) for use during the 1-2 episodes experienced per month. The withdrawal was stated to usually be associated with bending at the waist. The patient had an appointment with the implanting surgeon to discuss a plan of action. The event was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury. The patient may request surgical replacement of the pump tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.